Event description:
It was reported that an alert for post-paced t wave oversensing was received. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.